Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and the reported malfunction was verified. The cse found the graphic user interface (gui) key stuck in the memory log. Additionally, it was observed water marks, and the top part of the keyboard not sticking to front bezel. The unit was cleaned, and a new keyboard was installed. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).

Event description:
It was reported by a customer in the USA that, during patient use, the 840 ventilator keyboard was unresponsive. The patient was transferred to another ventilator. There was no reported patient injury.